Event description:
It was reported that prior to lead revision surgery, the atrial lead exhibited unacceptable threshold. The lead was capped and replaced. The patient was in good health post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.